Event description:
It was reported via repair work order that the zoom drive was surging while in steer due to out of adjustment drive wheel. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.